Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A companion sample was received for evaluation. The sample was submitted for an underwater pressure test and no leakage or other abnormalities were observed. The reported condition was not confirmed and no root cause was identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) a perfupal set that showed difficulties during use. According to the reported, when spiking an nacl soft bag (nacl lavoisier - perfudom), a leakage was observed at the spiking port. The condition occurred before patient use. No additional information is available.